Event description:
Procedure: lung resection. According to the reporter: instrument was fired across the lung after being compressed with forceps. Although it resected the tissue, staples would not form properly. Malformed staples were retrieved from cavity. The tissue was resected and another device was applied. Blood loss was reported as under 200cc. Pt status reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 08/18/08.